Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the patient anatomy contributed to the reported single leaflet device attachment (slda); however, this cannot be confirmed. The reported patient effects are likely due to the slda. The reported patient effect of dyspnea, dizziness and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mr with a grade of 3-4. One clip was implanted, reducing mr to 1. On (B)(6) 2018, two days later at discharge, the mr increased slightly to 2 which was considered acceptable. Six weeks later, the patient was readmitted for fatigue, dizziness, and dyspnea. It was discovered that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr increased to 3-4. On (B)(6) 2018, two additional clips were deployed in the medial and lateral portion of the sdla for treatment. Two clips were implanted, reducing mr to 1. No additional information was provided.